Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a vega knee implant reported via mw5088057. Aesculap tibial knee replacement. Tibial aseptic loosening femoral components then underwent failure. Aseptic mechanical failure. A revision surgery was necessary. Additional information was not was not available. The adverse event is filed under (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the implants are not available for the investigation. Batch history review a review of the device quality and manufacturing history records is not possible because the batch number is unknown. Conclusion and root cause based on the information available it is not possible to determine a possible root cause for the failure. Rationale in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective any action regarding CAPA will be addressed with this case, product safety case (psc).